Manufacturer narrative:
After a visual inspection of the microtube and raw image of well 4 of card (B)(6) in which the pre-transfusion crossmatch test was performed, some scattered cells along the microtube above a non-flat pellet can be observed. This very weak reaction was not detected by the reader of the instrument, because it is at the limit of detection of the instrument. An analysis of the images provided has been carried out and the adjustment parameters of the reader of the implicated erytra eflexis do not show any anomaly. The adjustment parameter values such as illumination level, white balance factors and conversion factor are as expected. The obtained result is as expected based on current vision algorithms and, according to the validated criteria implemented in eflexis v3.0.1, the microtube is considered correctly classified as negative. Since not enough points have been detected to consider this reaction as "+/-". For this reason, the image has been classified as negative by the instrument. It has to be noted that the patient is diagnosed with metastatic colorectal adenocarcinoma which is an msskras mutant and has received 14 cycles of irmdg in (B)(6) 2023. It should be remarked that the crossmatch test is usually one of the multiple compatibility tests carried. Prior to the crossmatch test, a battery of tests as abo-rh typing, antibody screening and antibody identification should be performed to ensure the suitability of the blood. Therefore, the suitability of the blood to be transfused to the patient should be ensured before the crossmatch test and any incompatibility should be already found. If the patient's antibody is too weak to detect the weak antigen on the donor's rbcs it is unlikely to cause a serious immediate reaction in the patient and will probably only cause a mild hemolytic transfusion reaction if the patient's immune response is stimulated. Therefore, it cannot be completely ruled out that the symptoms experienced by the patient could have been due to the underlying condition and status of the patient. Additionally to all mentioned before, no significant differences in the reaction pattern obtained were observed between the pre-transfusion crossmatch test (sample (B)(4) with blood bag (B)(6) and the second test carried out after the transfusion (sample (B)(4) with blood bag (B)(6). Therefore, once again cannot be confirmed that the reaction could be attributed to the incorrect result but to the underlying condition of the patient. A review of the device history record (DHR) of the affected lot of dg gel anti-igg lot: 23016.01 was performed. It was confirmed that no incidents were reported during the production process of this lot that could have caused the reported event. Likewise, quality control (qc) record for the mentioned dg gel anti-igg lot: 23016.01 does not show incidents and all tests performed met the acceptance criteria (specificity for positive and negative samples and potency test) specifically for dat and iat. The log files of the instrument provided by the customer were analysed and no evidence of any malfunction was found. After a visual inspection of the microtube image of the well in which the pre-transfusion crossmatch test was performed, some scattered cells along the microtube above a non-flat pellet can be observed. This very weak reaction was not detected by the reader of the instrument, because it is at the limit of detection of the instrument. The obtained result is as expected based on current vision algorithms and, according to the validated criteria implemented in eflexis v3.0.1, the microtube is considered correctly classified as negative. Since not enough points have been detected to consider this reaction as "+/-". Due to the unavailability of the patient's sample, a more in-depth investigation could not be carried out. Those cases that are given by the automated instruments as negative but that, after an accurate visual reading of the microtube, show a pattern of few barely visible small sized agglutinated cells at the lower part of the gel column or barely visible scattered points throughout the gel column along with a pellet of non-agglutinated cells at the bottom, may signal either specific or unspecific reactions. These reaction patterns can be classified as negative or as "doubtful" by the automated instruments without indicating any malfunction. These cases are at the limit of the system sensitivity. The following limitation has been included in erytra eflexis instructions for use (IFU) in section 1.3 product limitations: "results that are given by the automated instruments as negative but that, after an accurate visual reading of the microtube, show a pattern of few barely visible small sized agglutinated cells at the lower part of the gel column or barely visible scattered points throughout the gel column along with a pellet of non-agglutinated cells at the bottom, may signal either specific or unspecific reactions. These reaction patterns can be classified as negative or as "doubtful" by the automated instruments without indicating any malfunction. These cases are at the limit of the instrument sensitivity." As a mitigation, when a user deems relevant to identify results with this weak pattern in a negative result, the instrument can be configured to consider negative results in xmatch as special results requiring a review from the user. Additionally, improvements in the interpretation algorithm of the vision system for this kind of patterns will be included in a future software version.

Event description:
On the (B)(6) 2024, the (B)(6) hospital reported that a patient had symptoms compatible with a post-transfusion reaction after a negative crossmatch tested with dg gel anti-igg lot 23016.01 on erytra eflexis instrument 511-0000522 software version 3.0.1. It must be considered that the patient has metastasic colorectal adenocarcinoma which is an msskras mutant and has received 14 cycles of irmdg in (B)(6) 2023. Case description: sample (B)(4) was crossmatched with three blood bags: (B)(6) , on the (B)(6) 2024. All three blood bags were released as compatible by the instrument. The decision was taken to transfuse blood bag (B)(6) which commenced at 14:00hrs on the (B)(6) 2024. The patient was clinically stable prior to transfusion and became unwell 1 hour and 52 minutes into the transfusion with rigors and hypertension. The transfusion was stopped and paracetamol, hydrocortisone and chloroaphenamine was given. The patient's urine was leucocyte positive and the blood culture taken showed no growth. The patient experienced chest pain developed with changes on ECG and tachycardia. Troponin = 61 aspirin, clopidogrel and oramorph given. Temperature = 39.6c blood pressure = 97/154 fluids given and antibiotics. Transferred to (B)(6) at 19:45hrs. The patient was discharged on the next day ( on (B)(6) 2024) on continued antibiotics. Upon review of the initial crossmatch performed prior to the transfusion, some scattered cells above a non flat pellet can be seen in the microtube 4 of card (B)(6) . Due to the post-transfusional reaction, the blood bags were crossmatched again with the same pre-transfusional sample (B)(4) and a new sample (B)(4) extracted after the transfusion. In all these crossmatch tests with the blood bag transfused (=(B)(6) gave doubtful results.

Manufacturer narrative:
After a visual inspection of the microtube and raw image of well 4 of card 714111240160106396 in which the pre-transfusion crossmatch test was performed, some scattered cells along the microtube above a non-flat pellet can be observed. This very weak reaction was not detected by the reader of the instrument, because it is at the limit of detection of the instrument. An analysis of the images provided has been carried out and the adjustment parameters of the reader of the implicated erytra eflexis do not show any anomaly. The adjustment parameter values such as illumination level, white balance factors and conversion factor are as expected. The obtained result is as expected based on current vision algorithms and, according to the validated criteria implemented in eflexis v3.0.1, the microtube is considered correctly classified as negative. Since not enough points have been detected to consider this reaction as "+/-". For this reason, the image has been classified as negative by the instrument. It has to be noted that the patient is diagnosed with metastatic colorectal adenocarcinoma which is an msskras mutant and has received 14 cycles of irmdg in (B)(6) 2023. It should be remarked that the crossmatch test is usually one of the multiple compatibility tests carried. Prior to the crossmatch test, a battery of tests as abo-rh typing, antibody screening and antibody identification should be performed to ensure the suitability of the blood. Therefore, the suitability of the blood to be transfused to the patient should be ensured before the crossmatch test and any incompatibility should be already found. If the patient's antibody is too weak to detect the weak antigen on the donor's rbcs it is unlikely to cause a serious immediate reaction in the patient and will probably only cause a mild hemolytic transfusion reaction if the patient's immune response is stimulated. Therefore, it cannot be completley ruled out that the symptoms experienced by the patient could have been due to the underlying condition and status of the patient. Additionally to all mentioned before, no significant differences in the reaction pattern obtained were observed between the pre-transfusion crossmatch test (sample (B)(6) with blood bag (B)(6)) and the second test carried out after the transfusion (sample (B)(6) with blood bag (B)(6)). Therefore, once again cannot be confirmed that the reaction could be attributed to the incorrect result but to the underlying condition of the patient.

Event description:
On the 12apr24, the (B)(6) hospital reported that a patient had symptoms compatible with a post-transfusion reaction after a negative crossmatch tested with dg gel anti-igg lot 23016.01 on erytra eflexis instrument 511-0000522 software version 3.0.1. It must be considered that the patient has metastasic colorectal adenocarcinoma which is an msskras mutant and has received 14 cycles of irmdg in (B)(6) 2023. Case description: sample (B)(6) was crossmatched with three blood bags: (B)(6) on the 11 apr 24. All three blood bags were released as compatible by the instrument. The decision was taken to transfuse blood bag (B)(6) which commenced at 14:00hrs on the (B)(6) 2024. The patient was clinically stable prior to transfusion and became unwell 1 hour and 52 minutes into the transfusion with rigors and hypertension. The transfusion was stopped and paracetamol, hydrocortisone and chloroaphenamine was given. The patient's urine was leucocyte positive and the blood culture taken showed no growth. The patient experienced chest pain developed with changes on ECG and tachycardia. Troponin = 61, aspirin, clopidogrel and oramorph given. Temperature = 39.6c, blood pressure = 97/154, fluids given and antibiotics. Transferred to uhw at 19:45hrs. The patient was discharged on the next day ((B)(6) 2024) on continued antibiotics. Upon review of the initial crossmatch performed prior to the transfusion, some scattered cells above a non flat pellet can be seen in the microtube 4 of card 714111240160106396. Due to the post-transfusional reaction, the blood bags were crossmatched again with the same pre-transfusional sample 3 (B)(6) and a new sample (B)(6) extracted after the transfusion. In all these crossmatch tests with the blood bag transfused b)(6) gave doubtful results.